Event description:
The customer contacted physio-control to report that their device would not provide any voice prompts. The customer also advised that their device all three icons (charge-pak, attention, and service wrench). In this state, the user would not be able to use the device properly on a patient if needed and the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device was unable to complete boot up and powered off after 10 seconds. Physio determined that the cause of the reported issue was due to crystal oscillator, designator y1 on the digital pcb assembly. Y1 was inoperative. The device was destructively tested.

Manufacturer narrative:
The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not provide any voice prompts. The customer also advised that their device all three icons (charge-pak, attention, and service wrench). In this state, the user would not be able to use the device properly on a patient if needed and the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.